Event description:
Patient revised due to pain. "Inoperatively" found polyethylene wear and loosening of the tibia.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The initial reporting states the product is not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the reported event; however, polyethylene wear after approximately 18 years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed.